Manufacturer narrative:
Additional devices included on this report are as follows: item #dsf1633 /lot #unknown /UDI #unknown which is captured in manufacturer report #3007284313-2020-00165. The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, improper component placement.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an abdominal aortic aneurysm and right common iliac artery aneurysm using gore® excluder® aaa endoprostheses. The gore® excluder® aaa trunk-ipsilateral leg component was deployed on the patient's right side. The contralateral leg component was deployed on the patient's left side. It was reported that the contralateral leg component was not pushed far enough proximally during deployment. Reportedly the deployed device slightly covered the patient's left internal iliac artery. The physician attempted to push the implanted device proximally by using the balloon and the gore® dryseal flex introducer sheath. The attempt was successful, and the patient's left internal iliac artery was rescued with no reported blood flow issues. The patient tolerated the procedure.